Manufacturer narrative:
The centra disposable biopsy forceps subject of the reported event are not available for evaluation. Without the return and evaluation of the centra disposable biopsy forceps, a cause of the reported events could not be determined. No additional issues have been reported.

Event description:
The user facility reported that during patient procedures, the centra disposable biopsy forceps is "tearing the tissue" resulting in bleeding. The patient procedures were completed successfully.